Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the purge issue has been completed. The impella automated controller was returned for investigation. The data logs from the complaint date revealed that the console issued purge pressure related alarms. After the purge cassette was inserted, the purge system open alarm was triggered, indicating the average purge pressure was below 100mmhg for a period when the purger was running. Later, purge pressure low alarm also triggered. The real time logs also revealed purge pressure was unable to build up even with piston forward strokes. The returned console was tested, the issue with properly detecting the purge pressure disc was reproduced, and the purge retainer stand was confirmed to be broken. The root cause of the reported purge cassette stopped and was leaking was unable to determined, as the purge cassette was not returned. The cause of the purge pressure issue was a broken retainer stand. This report is being filed as part of a retrospective review of historical records.

Event description:
The biomedical engineer reported that the automated impella controller (aic) purge cassette stopped and was leaking. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.